Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 24jul2019. The complaint was duplicated and the reported problem was confirmed. Technical support found that the battery was manufactured in 2012. The manufacturer's field service engineer (fse) also encountered a blank screen. The manufacturer's field service engineer (fse) evaluated the unit and found the connector from the guo to the power management board was not seated correctly. -the customer swapped out the battery. The fse reseated the cables and powered the unit on and the unit operated correctly. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Customer contacted technical support stating that unit powers itself on. The customer reported there was no patient involvement.